Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was new patients to unit were not showing on patient list after upgrade. A technical support specialist connected to the station, checked station synchronization and updated 1 minute prior to all upload and download. The tss checked services bd pyxis dispensing maintenance svc was found disabled. The tss enabled and started the service. The tss found that the maintenance service was not started on medsurg1 and ccu stations; ran the command to enable and started the service. The tss confirmed that the station triage service was enabled and running. The tss found the root cause of the issue and updated the server to auto start on reboot and started the service and confirmed that the patients now showing on the stations. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new patients to unit were not showing on patient list after update. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.